Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the codman certas valve with sg was used for a shunt but was found to not be working correctly. There was so much resistance that the valve was unable to overcome the intracranial pressure. The problem was recurrent, and the valve was removed, and the obstruction was tested. The implant malfunction required two procedures to finally figure out the valve was not flowing freely. The valve was replaced. No further information was provided.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The certas valve was returned for evaluation: failure analysis - the valve was visually inspected; the syringe and plastic connector were still attached to valve, the plastic connector was bent, on closer investigation it was noted that the plastic connector was broken (this was hidden by the catheter) at the bend in the connector, as well as a needle hole in the needle chamber. The valve was hydrated. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve passed the test for flushed, reflux, siphon guard and pressure. The root cause for the issue reported by the customer is due to user¿s error, it was probably caused by using atypical force when attaching the valve to the priming connector and bending the connector.

Event description:
N/a